Manufacturer narrative:
Event deemed reportable on (B)(6) 2019. Initial reporter is company representative. Investigation summary: the device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. The visual inspection revealed the trigger was broken but still attached to the device handle. The sleeve was removed from the shaft of the device to inspect the configuration of the implants.the implants were not present and the needle was broken from the shaft the implants not being present indicate they were deployed. Based off of the visual inspection this complaint is confirmed. A likely root cause for the condition of the device is the surgeon over penetrated the needle into the meniscus, possibly hitting bone, resulting in the sleeve moving backwards and breaking the needle from the shaft. Also excessive force may have been applied to the trigger which caused the trigger assembly to break. However we cannot determine a definitive root cause based off of the information provided. A non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (3l68975 ) combination per qlink search performed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a non-conformance search was performed and no non-conformances were identified for this part number (228151) with lot number (3l68975 ) combination per qlink search performed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a meniscal repair procedure on (B)(6) 2019, that when the meniscal suture needle was inserted into the meniscus, and the truespan 12 degree peek is operated, the tip comes out outside the meniscus. A 30 minute surgical delay was noted. The procedure was completed using another suture. This is report 1 of 1 for (B)(4).